Event description:
Add'l info received on 4/1/97 indicates the device was removed from the pt and an ipp device implanted on 4/1/97 due to fluid loss in one cylinder.

Manufacturer narrative:
Cylinder had or damage. Cylinder performed within specifications.